Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09527. (B)(6). It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction (mi) and was referred for cardiac catheterization. The target lesion was a de novo and culprit lesion extending from proximal left anterior descending (lad) to mid lad with 100% stenosis and was 50mm long with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilatation and placement of a 3.50mmx38.00mm and 4.00mmx32.00mm promus element plus drug eluting stents with 0% residual stenosis. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with non st elevation myocardial infarction (nstemi) and was hospitalized on the same day. The 100% stenosis extending from proximal lad to mid lad was treated by performing percutaneous coronary intervention (pci). Two days later, the event was considered to be resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, the target lesion was a long lesion and was treated with suction aspiration. The study stents were implanted in an overlapping manner. In (B)(6) 2015, the patient presented to the emergency department due to chest pain, nausea and shortness of breath. The 100% thrombotic occlusion extending from proximal lad to mid lad was treated with placement of 4.2x38mm and 3.9x28mm promus premier drug eluting stents in an overlapping manner, with 0% residual stenosis.